Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: oct. 17, 2023. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection reveal that the complaint lens was received cut in half. The lens was cleaned and no issues that could cause or contribute to the complaint issue could be identified. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues "explant" and " dissatisfied " were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye, due to patient not pleased with the outcome. There was no incision enlargement, no vitrectomy, no sutures performed. Replacement iol was a zcu150, 21.5d power size. The patient outcome reported as good post operative appearance, stable. No other information was provided.